Manufacturer narrative:
There was no difficulty removing the product from the hoop. The device prep normally ( i.e. Maintain negative pressure). The contrast to saline ratio was unk. There was no difficulty crossing the lesion. The stent was implanted at the non-stenotic lesion, and no other injury was reported. During deflation, it is unk if blood was noted in the syringe. After removal, blood was seen in the stent delivery system balloon. No additional info was available. Prior to shipping, blood was inside of the balloon. Additional info will be submitted within 30 days of receipt.

Event description:
Initially, during a (pci) percutaneous coronary intervention, pre-dilation was conducted with a balloon (2.5mm /length unk: ikazuchi). Then, cypher (3.5x33mm) was delivered to the target lesion and the balloon was inflated. However, while the balloon was being inflated, the pressure stopped increasing at 4 atm and physician found the contrast medium leakage. He confirmed balloon rapture and then he decided to remove the sds. However, the balloon wouldn't deflate properly due to the leakage and so the sds couldn't be inserted into the tip of the gc. Therefore, he had to implant the stent at the proximal end of aha2, which was non- stenotic lesion, to avoid the risk of stent dislodgment. Physician used a syringe instead of the inflation device in order to apply sufficient pressure forcibly due to the balloon rupture, and managed to remove the sds from the stent. Then, cypher (3.0/33mm) was implanted at the target lesion instead without problem. There was no pt injury reported. The product was clinically used and will be returned for the analysis. There was no info regarding the pt. The target lesion was mid right coronary artery. It is unk if the vessel was a de novo or not. The lesion was not calcified or tortuous. There was 99% stenosis.